Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt's parents reported progress with the cochlear implant has been slow. Results of an integrity test done in 2008 showed multiple short circuit electrodes. Deactivation of the mfg electrodes was recommended. The pt's family and healthcare providers decided to explant the device and reimplant the pt with a new device. Surgery had not been scheduled at the time of this report.